Event description:
Device misfired. Another device was opened, a few clips were used and then the instrument misfired again (no clip was released from the jaws). A third device was opened and the clips were not forming properly. There was no patient consequence.